Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (exact date is unknown). According to the complainant, during the procedure, the introductory tube broke. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). During a review of the event history on (B)(6) 2010, it was discovered that failure code 810:11 occurred on (B)(6) 2010.

Event description:
Boston scientific received information that a polarity switch had occurred recently and a lead warning message was displayed that an impedance measurement was out of range. Technical services discussed recommendations. The patient's physician chose to continue monitoring the device system. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
(B)(4).

Event description:
During service at baxter, a technician discovered colleague infusion pump that has a failure code of 810.11 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The reported condition was identified during service. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is (B)(4), categorized as remediated.